Event description:
An ophthalmic surgeon reported that a leakage occurred from the cassette during surgery. The product is not available because it was used on a pt with (B)(6). There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).